Manufacturer narrative:
Title: successful emergency management of a bleeding tracheoinnominate fistula, source: lachlan donaldson, 2019, department of intensive care medicine, royal north shore hospital, st leonards, new south wales, australia. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s cuff had a leak. A (B)(6)-year-old man admitted to hospital after suffering 80% body surface area burns. A little over a week after admission, tracheostomy was placed to facilitate long-term airway access. The procedure was noted to be not difficult or complicated and there was no bleeding using a size 8mm device. Over the following 3 days, a significant cuff leak was found and required a high cuff pressures and in response, the tracheostomy tube was upsized to a 9 mm, a translaryngeal endotracheal tube was reintroduced, the old tracheostomy removed over a guide wire and the new tube introduced over the in-situ wire as for a primary tracheostomy. Thirty days following the insertion of a tracheostomy, spontaneous massive hemorrhage occurred via the tracheostomy stoma and required a massive transfusion (in excess of 4 units prbc). Effective tamponed was achieved using a hyperinflation of the tracheostomy cuff which controlled airway contamination. This provided temporary control of the bleeding until definitive management through ligation of the innominate artery via median sternotomy. The tracheostomy was later reinserted surgically via the same site. There were three devices that was used. The reintroduction of the tracheostomy was originally undertaken by the used of dual cannula device. This was changed to a tracheostomy tube with an adjustable flange and a flexible, wire-reinforced shaft.

Manufacturer narrative:
New information has been received pertaining to the event that the device involved is not a mdt product. This event has been reassessed and the reportability has been determined to be a not a complaint. In follow up by medtronic for additional information, (B)(6) the reporter and author of the case replied on (B)(6) 2020 to clarify that there was no medtronic product in use on the patient at the time of the event. The author verified that the patient was not injured by use of a medtronic product and confirmed that there was no medtronic device malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.